Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff noted that the monopolar cautery instrument tip was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that instrument grip tip was broken at the connection with the tip accessory. The cautery pin was bent as a result of this damage. The instrument passed electrical continuity testing. Evidence not conclusive, but broken grip tip may be due to likely mishandling/misuse. No other damage was found.